Manufacturer narrative:
Pr (B)(4). Follow up MDR device evaluation: three photos were provided to our quality team for investigation. Through visual inspection, a particle consistent with a polypropylene particle, is observed within the syringe. A device history review was performed for the reported lot 2302108, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to reduce particles from generating. Without the physical sample, we cannot definitively identify the origin of the particle, however, it likely generated during the assembly process due to friction during movement of the device within the manufacturing equipment. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
This is to report that we have received a report from one of our customers that there are plastic pieces visible inside the syringe (syringe 50 ml code 300223, lot number 2302108), photo attached. From the customer's notification we are unable to quantify the number of pieces involved. Samples are unfortunately not available.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
This is to report that we have received a report from one of our customers that there are plastic pieces visible inside the syringe (syringe 50 ml code 300223, lot number 2302108), photo attached. From the customer's notification we are unable to quantify the number of pieces involved. Samples are unfortunately not available.